Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 33 months post implant of a bifurcated device and an suprarenal aortic extension a computed tomography displayed the aneurysm is growing. On (B)(6) 2014 the patient came in for a follow up, and the CT displayed the aneurysm is growing but no sign of an endoleak. However, the suprarenal struts from the aortic extension have separated from the suprarenal body. The physician plans to reline the device, and the patient is under surveillance. No set date for the secondary procedure.

Manufacturer narrative:
The device was not returned for evaluation therefore not available for analysis. Medical records and computer tomography imaging were provided and reviewed by internal clinical representative with the following impression: there were adequate medical documentation and suboptimal imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to this event due to: the > 60 degree aortic neck angulation; and, bilateral iliac diameters >23 mm. Product appropriateness was limited due to the absence of a pre-index CT. There was substantiating evidence of partial stent collapse of the aortic cuff one month post index; complete disconnection of the open stent from the covered stent of the aortic extension at 14 months, earlier than the reported 28 months post index; progressive component separation prior to the disconnected open stent; and, telescoping of the covered portion of the aortic cuff back into the bifurcated stent after the disconnection. There might have been evidence of a small endoleak iiia associated with a sac increase at the superior margin of the bifurcated stent at 28 months. Reportedly, the patient was under close surveillance. A manufacturing record review was performed; the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed that no other units from the same lot have been involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issue was not identified although the aortic neck angle greater than 60 degrees, seen in the clinical review as a possible contributing factor, may have affected suture attachment to the open segment of the suprarenal stent. Because the device remains in the patient, a device analysis could not be made, and a definite cause could not be determined.